Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. Surgical intervention was performed; however, during the procedure there was difficulty extracting the lead, which broke into two parts. It was noted that the cause for removal difficulty was a result of fibrosis (excess of fibrous tissue/scar tissue) developed on the lead. Additionally, the physician accidentally pierced the vena cava with the extraction sheath, which caused a perforation. The perforation was confirmed by using echography ultrasound. The cardiac surgeons performed a thoracotomy to repair the vena cava. The rv lead could not be removed entirely; therefore, a portion of the lead was capped (abandoned), and the other portion of the lead was explanted and disposed of. A new rv lead was implanted to complete the procedure. The patient will continue being monitored, and is expected to fully recover. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.